Event description:
Additional information received from the patient's peritoneal dialysis registered nurse reported the patient was initially hospitalized on (B)(6) 2015 and diagnosed with peritonitis. The patient was treated with vancomycin and ceftazidime and discharged on (B)(6) 2015. After discharge the patient's pd catheter became clogged and the patient was not able to drain during dialysis until (B)(6) 2015. The patient had no heparin or manual supplies at home at that time. The patient was subsequently readmitted to the hospital on (B)(6) 2015 for the unresolved peritonitis. During this hospital stay the patient had a hemodialysis catheter placed and the pd catheter was removed. The patient was discharged from the hospital on (B)(6) 2016 to in-center hemodialysis beginning on (B)(6) 2016.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a call to technical support, the patient reported drain complications. A follow up call placed to the patient's peritoneal dialysis registered nurse (pdrn) and it was reported the patient was hospitalized for peritonitis on (B)(6) 2015. She was unaware of the potential cause of the infection and reported the patient is usually compliant with aseptic technique. She stated antibiotics were started, but is not aware of the type or if cultures were drawn. No other information or medical records were available at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.